Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected increasing shock impedance measurements on this right ventricular (rv) lead. A review of the device¿s memory confirmed varying shock impedances. Boston scientific technical services (ts) recommended further troubleshooting including isometric testing and x-ray imaging. Ts also recommended programming rhythmiq off as the patient has numerous premature ventricular contractions (pvc) which is causing a delay in pacing. It is also noted in some episodes that the pvc is falling into the blanking window after an atrial pace resulting in inappropriate pacing. This inappropriate pacing has the ability to fall into the t-wave which can be pro-arrhythmic. No adverse patient effects were reported. No intervention is planned and the patient will be monitored.